Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of high intraocular pressure and unsuccessful placement are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported the injector slider experienced some resistance and could not move pass 2/3rd. Physician removed the injector from the left eye and tested the slider. It was confirmed the slider could not move pass 2/3rd down. Needle could not be located. CT scanned showed there was no needle in the eye. Patient had no xen implanted in the eye and at day 1, iop was at 30mmhg. Patient is put back on medication drops: azarga, pilokarpin, travatan, dexafree, and iopedine.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the injector experienced high actuation force when the slider was reversed back to the start position. Per the xen IFU the ¿slider will stop at the end of its travel indicating that the procedure is complete.¿ reversing the slider is not part of the procedure. The reported event is likely caused by user error. The manufactured xen systems are 100% tested in-process at manufacturing for smooth actuation of the slider and for actuation force = 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions. Allergan will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported the injector slider experienced some resistance and could not move pass 2/3rd. Physician removed the injector from the left eye and tested the slider. It was confirmed the slider could not move pass 2/3rd down. Needle could not be located. CT scanned showed there was no needle in the eye. Patient had no xen implanted in the eye and at day 1, iop was at 30mmhg. Patient is put back on medication drops: azarga, pilokarpin, travatan, dexafree, and iopedine.